Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se with a 6f sheath after a diagnostic procedure. Reportedly, resistance was felt when the technician was advancing the thumb advancer when splitting the sheath. The sheath did not split correctly and the thumb advancer would hesitate/stop/not smooth during advancing. The device safety mechanism was used to remove the starclose se device. Hemostasis was achieved using manual arterial compression. There were not reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The technician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to deploy the thumb advancer was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to deploy the thumb advancer reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, four unused, sterile starclose se devices with the same part and lot number as the complaint device were returned for evaluation visual and functional analysis was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected, based on the investigation findings from the tested devices. Based on the unused, sterile device testing there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurred 2 weeks ago). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.